Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient does not like the battery location and was causing discomfort. The patient underwent an ipg explant procedure. The explanted device was discarded. No device malfunction suspected.